Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was observed the rocker arm was no longer attached. The catheter failed the irrigation test. The catheter was then dissected for further analysis. Dried blood was found inside the irrigation tubing which caused the occlusion. No other obstruction was observed. Electrical performance, stockert compatibility and thermal sensor response tests could not be preformed due to catheter wires were cut off during the analysis. Further investigation revealed all the wires had continuity, and there was no evidence of any failure. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The issue reported in this complaint has been verified.

Event description:
During the procedure it was noticed there was lack of irrigation from the catheter. The catheter temperature was rising rapidly during ablation. The rise in temperature resulted in the stocket generator cutting off the radio-frequency energy delivery to the catheter. After removing the catheter, char was noticed on the tip of the catheter. Char size was measured approximately 1mm in length. The physician did not consider the char size was excessive. There was no patient consequence from this issue. The catheter was replaced in order to continue with the procedure. The procedure was completed successfully.

Manufacturer narrative:
(B)(4)